Event description:
Facility alleges headers cracked during dialysis, causing blood leak. Rn reports circuit diiiiiiiscarded ebl 71000cc. 14th use. Venous heaader.dialysis resumed with new dialyzer. No further medical intervention.